Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of noise and reduced intrinsic amplitudes. Technical services advised some programming options. The device sensing vector has been reprogrammed and there is no more noise. There were no adverse patient effects. The system remains implanted. On (B)(6) 2021, it was reported that the patient had several more inappropriate shocks due to oversensing. The system was explanted and replaced with a trans-venous system. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise and reduced intrinsic amplitudes. Technical services advised some programming options. The device sensing vector has been reprogrammed and there is no more noise. Later, the patient had several more inappropriate shocks due to oversensing. The system was explanted and replaced with a trans-venous system. This is considered a serious injury as surgical intervention was required. There were no additional adverse patient effects.